Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 4.75 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A(B)(4). A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the instability was reported as failed rotator cuff muscles. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient tearing their rotator cuff muscles. The surgeon went in to repair, but the patient had damage to their scapula. He decided to convert from a turon to a reverse shoulder prosthesis shoulder.